Event description:
It was reported that an ilet device did not indicate charging when placed on its charging pad, with no light visible despite use of multiple outlets and correct placement; a replacement charger was arranged. Symptoms included no clinical symptoms reported by the user. Outcomes included no change in the user¿s health status and no need for medical care. Investigation included telephone troubleshooting and user education. Investigation of this case revealed a suspected malfunction of the charging pad that could not be resolved remotely. It was concluded that the device component likely experienced a malfunction; root cause remains undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.